Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was: caller said they want an MRI for the patient's spine they tried to get an MRI on friday but could not. Reviewed information and offered and sent email with quick guide including some MRI information. Redirected to their doctor. Caller said in june or in may this year pt had an MRI of their brain because since getting their newest ins, a therapy adjustments made by the doctor only lasts 2 or 3 weeks, no one setting lasts very long, sometimes they have to go back 2 weeks later for the neurologist to readjust the device. Caller also said when patient's prior ins got an adjustment, the adjustment lasted 2 -3 months. Caller said in may or june this year, the neurologist was concerned about this so they arranged for the patient to have an MRI and when the pt had the MRI the manufacturer representative (rep)  was there and they got the MRI. Caller was calling today about getting an MRI at a different facility of pt's spine to check is something is broken. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.